Event description:
Preparation of the system is useful through the course of surgery (for more than 3 hours). The device was working well. Later on, when the pt was already discharged to the ICU; there was a sudden decrease in blood pressure (35/15mmhg) from a morphologic viewpoint the arterial pressure waveform was normal with clearly discriminated incisure at the time of aortic valve closure. No aberration of pressure waveform was evident. The device was zeroed several times. It responded in an appropriate way to the zeroing maneuver, but also no problems were noticed by zeroing blood pressure remained low, in the range indicated above. Treatment with vasopressors norphinephrine, later vasopressine, was initiated immediately. There was no effect of high dose vasopressor therapy. In the meantime blood pressure was measured via an automated non-invasive oscillometric monitor, nevertheless. Due to the high dose vasopressure regime and the associated peripheral vasoconstriction non-invasive blood pressure was not available. Periphery pulses could not be palpated. The situation (blood pressure measured by the questionable device was still in the range of 40/20mmhg). The complete system was changed (substituted by a new one). The new device measured blood pressure of 175/120mmgh following a zeroing. Vasopressor therapy was terminated immediately.